Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 71-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). Pump 1: (B)(4) while the patient was in the intensive care unit (ICU), the patient went into asystole and was treated with cardiopulmonary resuscitation (CPR) with return of spontaneous circulation (rosc). After CPR, there was suction in all p-levels and nearly no impella flow, with flat motor current (mc). A transthoracic echocardiogram (tte) was done, which showed the left ventricle (lv) filled and not unloaded. The impella was repositioned without success. It was noted that there was a kink in the cannula visible under fluoroscopy; therefore, the pump was replaced. Pump 2: (B)(4) the patient was successfully replaced with another impella cp; however, several hours after the second device was implanted, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.